Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was prepped with no issues, and a clear image was obtained. The device was advanced for intravascular ultrasound (ivus) examination of the target lesion. After the device was pulled back several centimeters, air was detected. The device was removed and flushing was reattempted, but the issue did not improve. The procedure was completed with another of the same device. There were no patient complications.